Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking co2 when the instrument was taken out from the trocar. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. There is no additional information available.

Event description:
Customer reportedly received results of 16.2 mmol/l and 3.0 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).